Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 0854 (lot # l15525). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. This lot is associated with (B)(4) for a unit with a distal length less than required. (B)(4). This (B)(4) is not associated with this incident. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.

Event description:
Physician prepared material to treat a patient. When opening the package, he noticed that the tip of the psc032 was flattened. Took a new psc032 and treated the patient successfully.